Event description:
It was reported during final tightening and advancing past the spring-bar, the screw broke. The broken piece was removed and a second screw was inserted which broke as well, attempting the same process. The broken piece associated with second screw was also removed. A third screw tired and was successfully implanted past the spring-bar and locked.

Manufacturer narrative:
Method: device history review, complaint history review; risk assessment; results: an aviator fixed self drilling screw was confirmed to have its screw tab broken off via visual inspection of the returned device. The surgical technique states that ¿fixed angle bone screws, which are used if a rigid construct is desired, are inserted into the plate at a fixed trajectory, and they remain in this position under loading. Self-drilling is a feature designed with a sharp tip for insertion without prior drilling.¿ the lack of using the fixed drill guide and punch awl sleeve and/or hard bone quality could have contributed to the failure. However, these factors could not be confirmed. Conclusion: the root cause of the failure is believed to be multifactorial.

Event description:
It was reported during final tightening and advancing past the spring-bar, the screw broke. The broken piece was removed and a second screw was inserted which broke as well, attempting the same process. The broken piece associated with second screw was also removed. A third screw tired and was successfully implanted past the spring-bar and locked.